Manufacturer narrative:
At present, the customer who reported this event is unable to obtain the pt's medical notes as they are being held in a consultant clinic. The customer will be in touch as soon as she is in receipt of the pt's records and has further information regarding this event. The customer will also be in touch to confirm the correct product code.

Event description:
The customer reported via the clinical affairs department that there has been a serious adverse event as part of the triathlon outcomes study that is following the outcomes of pts who have a triathlon knee replacement. The customer reported that the pt had a 3 year f/u on (B)(6) 2011. At the appointment, the pt reported that they had been treated for a suspected infection of their total knee replacement approx a year ago in (B)(6) 2010. The pt added that they experienced swelling of the knee and that they were treated with regular consultant appointments and a two week course of antibiotics. The customer reported that this relieved the pt's symptoms and no further intervention was necessary. However, it is unclear whether the pt was officially admitted to hospital or only stayed for the duration of the investigation that took place.